Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed off no power and the device would not turn on anymore. The patient's blood glucose at the time of incident was 127 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.